Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughs at night and pulmonary fibrosis. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
1) the device was returned to the third-party service center for evaluation. During the evaluation, the device was visually inspected internally and externally, and no faults were found. No problem was found with the device and there was no evidence of foam particles observed. 2) in the previous file the report was submitted for initial which is updated to final in this report. Additionally, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were also updated in this report.

Manufacturer narrative:
Corrected data: adverse event/product problem: both changed to product problem outcomes attributed to ae: other changed to "blank" describe event or problem: added the word "suspected" in pulmonary fibrosis and also, device was noisy. Type of reported complaint: serious injury changed to product problem health impact grid: serious injury/illness/impairment changed to no health consequences or impact updated b5: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughs at night, "suspected" pulmonary fibrosis and device was noisy. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.